Event description:
It was reported that (1) ems was used during a hernia repair procedure. It was reported by the affiliate that the clips will not close. Opened another device to complete the case. There was no consequence to pt.